Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 19.0 mmol/l (342 mg/dl) while wearing the pod between 5 and 24 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (abdomen). It was also reported that the patient reported having pain while wearing the pod. When the pod was removed from the infusion site the whole area was irritated. As treatment, a new pod was applied.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation, and no issues were found. The exact cause of the irritation could not be conclusively determined. The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The damage on the soft cannula did not contribute towards the reported events.